Event description:
The dr attempted to deploy the stent graft to repair a left upper-arm eptfe dialysis graft. Dr accessed the pt through the groin & experienced a high pressure, tortuous path while advancing to the intended stent graft placement location. Dr had difficulty trying to unsheath the stent graft once in position, it took additional user force and manipulation to finally deploy the stent graft.